Event description:
The product was used during a hemi-colectomy procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
10/26/1998- supplemental report sent to FDA. Corrected data entered in d-1.